Event description:
It was reported that the thermedx tubing was incorrectly attached to a scope, which caused low fluid flow. Due to the low flow the surgeon had trouble with visualization and the patient's surgery was aborted. The patient had to return for a follow up surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the thermedx tubing was incorrectly attached to a scope, which caused low fluid flow. Due to the low flow the surgeon had trouble with visualization and the patient's surgery was aborted. The patient had to return for a follow up surgery.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: loss of visualization. Probable root cause: incorrect canister change operation or incorrect use of fluid deficit monitoring the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text: 81.